Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer¿s mother reported via phone call that they experienced high blood glucose. The customer blood glucose level was 492 mg/dl at the time of incident. Customer stated that crack on battery compartment. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. Customer did not provide any symptoms regarding to high blood glucose episode. The customer was assisted with troubleshooting and declined for high blood glucose. The insulin pump will not be returned for analysis. Frn-unk-rsvr, unomed inf set.

Manufacturer narrative:
Insulin pump passed the displacement. Insulin pump received with broken battery tube threads. (B)(4).